Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call indicating that the insulin pump had calibration error. Customer's blood glucose at time of incident was 124 mg/dl. Customer is experiencing intermittent calibration error alerts. The customer was explained that sensor may be malfunctioning. Customer was advised to change site. Customer was advised to return the sensor in use and offered to replace the sensor. Customer was advised that we are replacing sensor due that sensor is not working.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test.